Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sleep problem, dizzy. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sleep problem, dizzy, strong odour related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Pil technician observed no odor coming from the device. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. See att-311703739 for photos and logs. Pil verified the device provides airflow using a known good power supply. Care orchestrator data was unavailable. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 7919.4 hours with 0 blower hours and 0 therapy hours logged. Possible risk tags (ER 2219697 v20) for these modes of failure include: degrad04, irrit01, irrit02, irrit03, irrit05, infect01, infect02. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the base unit and also observed dirt/dust contamination in the blower box. Section h6 updated in this report.